Event description:
The customer reported the issues with sensors. Customer stated that there was discrepancy on sensor glucose readings versus blood glucose readings. The customer's blood glucose was at 94 mg/dl. The customer stated they received threshold suspend on their insulin pump. The customer was assisted with trouble shooting and was educated on how the sensor glucose and blood glucose readings work on their insulin pump. It was found that the sensor was bent a little bit. Customer will restart the sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.